Event description:
Dentist was doing extractions on the left side of the upper and lower jaw with immediate insertion of dentures. Pt was given multiple injections using zorcain, marcaine and lidocaine using a 30g x 1" bd luer-lock needle attached to the hand piece. A gow gates injection was administered to the lower lingual between teeth #20 and #21. While giving the injection dentist heard the needle snap off in the pt's mouth. He tried feeling for the needle without any success, so a panorex x-ray was taken to see where the needle was situated in the jaw. Pt is scheduled to be evaluated by an oral surgeon.